Event description:
It was reported to lifecell, as follows: on (B)(6) 2014, the patient underwent skin sparing mastectomy, removal of nipple-areola-complex, immediate breast reconstruction with silicone implant (subpectoral with lifecell device). On (B)(6) 2014 (pod 6-14), the patient developed red skin syndrome in the area where the device located; patient was put on oral antibiotics for 7 days (coamoxi 3x625/d). On (B)(6) 2014 (pod 16), late drainage removal due to large quantity of seroma. On (B)(6) 2014 (pod 18), recurrent seroma in implant space and feeling of tension. On (B)(6) 2014 (pod 1 month), operative revision of the central scar due to necrosis and wound healing disturbance; post-operative clinical improvement until (B)(6) 2014 (pod 50), then new necrosis of the scar and increasing seroma. On (B)(6) 2014 (pod 70), operative removal of implant and the device

Manufacturer narrative:
This is a follow up to report pathological evaluation of returned specimens. Two specimens were returned to lifecell from the same graft and evaluated by pathology which revealed native collagen and strattice fragments seen with marked chronic inflammatory foci and focal suture granuloma. No acute inflammatory foci, abscesses or necrosis present. Ingrowths of fibroblasts and cellular incorporation are present within the strattice and the adjacent fibrotic connective tissue. There are areas of pseudo capsule formation noted consistent with tissues surrounding the breast implant. Elastin stain was performed revealing no fungal and bacterial stain show no organisms. Updated conclusion: internal investigation confirmed that lot sp100041 met qc release criteria for the finished product. Seroma and wound healing complications are anticipated post-operative complications associated with breast implant surgical procedure. Pathology consult report reveals the normal pathologic foreign body reaction/cellular reaction-ingrowth of fibroblasts, and pseudocapsule formation which is consisted with tissues surrounding the breast implant. Pathology report also reveals no fungal and bacterial organisms. Lifecell conservatively reports this event to FDA due to dr's opinion, he can't exclude a link between the complication event and device that contributed to an increased seroma quantity, which leads to wound healing problem. Based on information reported, pathological evaluation of returned explanted specimen and investigation into the complaint related lot sp100041, lifecell investigation concluded that the event-seroma, wound healing disturbance - is unlikely related to the device. Initial report narrative: internal investigation included as follows: review of the information reported. Review of the device history record for lot sp100041, with no remarkable findings; there were no processing deviations or nonconformities related to the nature of the event reported. Lot underwent terminal sterilization. Q3/2013 dose audit results for sterilization process was acceptable to support production in q4/2013. Lot did meet qc release criteria. Review of the distribution history records from lot sp100041 revealed that (B)(4) devices manufactured for this lot were distributed. Query of lifecell complaint system returned one other complaint reported from EU against the lot sp100041 (ref. (B)(4)-graft disintegration, wound dehiscence, necrosis) that was evaluated as unrelated to the device. Evaluation of the returned specimen is in progress and will be documented in f/up (final) report. Conclusion: based on information reported and internal investigation into the complaint related lot sp100041, lifecell investigation concluded that the event-seroma, wound healing disturbance - is unlikely related to the device. Internal investigation confirmed that lot sp100041 did meet qc release criteria for the finished product. Seroma and wound healing complications, such as seroma, are anticipated post-operative complications associated with breast implant surgical procedure. Lifecell conservatively reports this event to FDA due to dr's opinion, he can't exclude a link between the complication event and device that contributed to an increased seroma quantity, which leads to wound healing problem.

Event description:
It was reported to lifecell, as follows: on (B)(6) 2014, the patient underwent skin sparing mastectomy, removal of nipple-areola-complex, immediate breast reconstruction with silicone implant (sub pectoral with lifecell device). On (B)(6) 2014 (pod 6-14), the patient developed red skin syndrome in the area where the device located; patient was put on oral antibiotics for 7 days (coamoxi 3x625/d). On (B)(6) 2014 (pod 16) late drainage removal due to large quantity of seroma. On (B)(6) 2014 (pod 18), recurrent seroma in implant space and feeling of tension. On (B)(6) 2014 (pod 1month), operative revision of the central scar due to necrosis and wound healing disturbance; post-operative clinical improvement until 06/26/2014 (pod 50), then new necrosis of the scar and increasing seroma. On (B)(6) 2014 (pod 70), operative removal of implant and the device.

Manufacturer narrative:
Internal investigation (code: 86 and 100) included, as follows: review of the information reported. Review of the device history record for lot sp100041, with no remarkable findings; there were no processing deviations or nonconformities related to the nature of the event reported. Lot underwent terminal sterilization. Q3/2013 dose audit results for sterilization process was acceptable to support production in q4/2013. Lot did meet qc release criteria. Review of the distribution history records for lot sp100041 revealed that 371 devices manufactured for this lot were distributed. Query of lifecell complaint system returned one other complaint reported from EU against the lot sp100041 (ref. (B)(4)-graft disintegration, wound dehiscence, necrosis) that was evaluated as unrelated to the device. Evaluation of the returned specimen is in progress and will be documented in f/up (final) report. Conclusion: based on information reported and internal investigation into the complaint related lot sp100041, lifecell investigation concluded that the event- seroma, wound healing disturbance - is unlikely related to the device. Internal investigation confirmed that lot sp100041 did meet qc release criteria for the finished product. Seroma and wound healing complications, such as seroma, are anticipated post-operative complications associated with breast implant surgical procedures. Lifecell conservatively reports this event to FDA due to dr's opinion, he can't exclude a link between the complication event and device that contributed to an increased seroma quantity, which leads to wound healing problem. Evaluation is in progress.